Event description:
It was reported that the 2600 system would not fluoro and had a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The proper foot-switch technique was demonstrated during the svc call. The system was tested and found to be working as intended and put back into svc.